Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d10. Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported breakage. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint sample consisted of (1) 254400509 attune mes sizing/rot gde. Examination of the returned attune mes sizing/rot gde confirmed the overmold of the locking knob has fractured. Complaints databases searched on product code 254400509 identified similar complaints received previously for this failure mode and under this lot number. The failure of the size locking knob fracturing is due to the overmold material cracking. The material of the failed component is polyphenylsulphone (radel). CAPA 000300 was created to deal with high failure rates of a radel overmolded component on another instrument in the system (impaction handle). The investigation found the residual stress from molding leading to environmental stress cracking of the radel material to be the cause of the failures. It is hypothesised that it is a similar failure cause in the case of this complaint. It is hypothesised that the failure rates have been lower on this instrument compared to the impaction handle as the loading conditions are less severe, slowing the rate that the environmental stress cracking leads to catastrophic failure. Subsequent to the investigation in CAPA 000300, the material has been changed from radel to paek gfr (avaspire) on the components with red overmolds on this device via eco415569 (locking knob and stylus) and eco401857 (rotation lever). Avaspire is a glass filled material which has increased resistance to esc (environmental stress cracking) than radel due to the following: the material has a lower shrink rate, reducing the residual stress imparted on the material during molding. The glass-fibres prevent propagation of cracks. The glass-fibre content makes the material stiffer and therefore have a lower strain under a given load increasing resistance to environmental stress cracking this was verified by consulting expert opinion (see dve-002822-dvr). Inspection of the lots number confirmed that this device is from a batch previous to the design change. Since a change in material has been implemented to reduce the risk of further failure, no additional action is identified, and the post market surveillance procedure will be used to log and trend any future complaints. The root cause is attributed to device design. Complaint trends will be monitored by post market surveillance through sep-419. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported breakage. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 2 attune sizers and a femoral holder broke during surgery. All 3 items had the red plastic crack in half. All pieces were retrieved. No surgical delay.